Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer is a patient in a group home. She states that she feels well and requires no medical attention. Customer's expected blood results are 98-125mg/dl fasting. Verified the strips expire 01/31/2018. Customer confirms the strips have been stored in the kitchen cabinet and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customer tested patient with meter this morning and obtained 28mg/dl and with the one touch meter obtained a result of 144mg/dl. No adverse event reported.

Event description:
Consumer complaint of low blood results. Customer is a pt in a group home. She states that she feels well and requires no medical attention. Customer's expected blood results are 98-125mg/dl fasting. Verified the strips expire 01/31/2018. Customer confirms the strips have been stored in the kitchen cabinet and were first opened (B)(6) 2015. Reviewed meter memory: 1:66mg/dl, (B)(6) 2015, 10:18:00 pm, fasting: no; 2:87mg/dl, (B)(6) 2015, 12:56:00 am, fasting: no; 5:158mg/dl, (B)(6) 2015, 09:51:00 pm, fasting: no. Customer tested pt with meter this morning and obtained 28mg/dl and with the one touch meter obtained a result of 144mg/dl. No adverse event reported.